Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available at this time.

Event description:
Additional information reported stated that the patients cause of death was copd respiratory failure and renal failure. The physician confirmed that the patients cause of death was not related to our devices.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.